Manufacturer narrative:
Device passed rewind, however unit failed prime/seating due to damaged motor slide. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. (B)(4).

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery anomaly. The customer¿s blood glucose level was 170 mg/dl. The customer reported that they had no delivery alarm during bolus. The customer reported that they tried all of the remedies but still doing the same thing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.